Manufacturer narrative:
A4 - patient weight added the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-31260 related manufacturer reference number: 3006705815-2020-31263 related manufacturer reference number: 1627487-2020-31121 related manufacturer reference number: 1627487-2020-31122 related manufacturer reference number: 3006705815-2020-31267 related manufacturer reference number: 1627487-2020-31125 related manufacturer reference number: 1627487-2020-31126.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31260. Related manufacturer reference number: 3006705815-2020-31263. Related manufacturer reference number: 1627487-2020-31121. Related manufacturer reference number: 1627487-2020-31122. Related manufacturer reference number: 3006705815-2020-31267. Related manufacturer reference number: 1627487-2020-31125. Related manufacturer reference number: 1627487-2020-31126. It was reported both of the patients systems were explanted due to infection at the right ipg site and the lower midline incision site.